Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: analysis found the outer diameter of the lead in the area where the header sleeve is bonded to the electrode ring was outside the specification. No other anomalies were found.

Event description:
It was reported that the lead could not be advanced into the introducer. The lead was tested several times but it worked with a new electrode. The lead was not implanted.